Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer software had detected a battery calculation error on the implantable pulse generator (ipg). It was indicated that the battery figures were no longer correct, and the clinician was advised that the message is due to the device exceeding the number of amperes expected and the programmer software does not expect it to do so since the device has been aging. The device remains functional and in use. No patient complications have been reported as a result of this event.